Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department is in the process of reviewing patient medical records and treatment data information regarding the reported symptoms while using the device. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
According to medical records received from user facility for a similar event, the hemodialysis patient ws reported to have experienced "coughing spells" from the "start of treatment" on (B)(6) 2014. There is no documentation on the daily treatment sheet of this occurrence or any medical intervention given. Dialyzer was changed on (B)(6) 2014 to a non e-beam dialyzer and the coughing stopped. The patient is continuing on hemodialysis with no further complaints. The sample was discarded.